Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2015, product type lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 24-jun-2019, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 24-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, manufacturing representative (rep), and healthcare provider (hcp) regarding the patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's handheld device is dead and that the patient hasn't used their ins in a long time. The patient stated her stimulation stopped working about 2.5 years ago, she is needing an MRI now, the ins battery is over discharged and both leads have all electrode impedances >10k ohms. The patient reported occasional falls, but can't remember if the fall is corelated to a loss of therapy two years ago. The patient's power on reset (por) message was cleared and the battery was charged to 50%. The patient said she will have the device explanted instead of revised. Additional information was reported that the cause of the high impedance and loss of stimulation was unable to be determined, but was noted the patient has frequent falls. The explant procedure has not been confirmed yet. No further information was reported.